Event description:
It was noted that poor sensing and impedance were observed on the right ventricular (rv) lead. An insulation breach was noted. The rv lead was explanted and discarded. The patient was stable.